Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 05/02/2016 due to an alert for atrial autothreshold and technical services foundd that the device is set to trend 2.5v in the atrium and have all shown noise. Patient does not have atrial fibrillation, but is approximately 100% atrial paced. The physician was dr. (B)(6) at the (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).